Event description:
This report is to adverse of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead with the connector pin measuring 24.6cm was returned for analysis. Externalized conductors due to external insulation abrasion was noted at 21.1-24.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the rv conductors were separated at this location.